Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was using a resolute integrity (rx) drug eluting stent to treat a chronic total occlusion (cto) in the ramus. Tortuosity was deemed to be moderate and calcification was severe. The unit was removed from its packaging per the IFU. The protective sheath was on the stent, when the device was removed from hoop, no resistance noted during removal. The device was inspected with no issues noted, and negative prep was performed on the device with no issues noted. The resolute integrity device did not pass through a previously deployed stent, excessive force was not used and resistance was not encountered. The artery was crossed with a non-medtronic wire, the lesion was pre-dilated with a euphora balloon and the resolute integrity device was fully deployed and did not move. It is reported 14atm was used to deploy the stent. An artery perforation was observed post deployment. No damage noted on the resolute integrity balloon post procedure. The patient was treated with a covered stent which sealed the perforation. Patient is reported to be well and no further patient complications were reported.